Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1575, awareness date 25-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer was mother of 3. She was implanted with essure 4 years previous to this report and she spent the last 4 years of her life in and out of doctors and emergency rooms in excruciating pain. In 1 year and 1 month she has been through 3 surgeries. At the young age of (B)(6) she was forced into a hysterectomy. After she was thrown into early menopause on top of her diagnosis of fibromyalgia. In (B)(6) 2014, following her hysterectomy, she had extreme migraines, 50 pounds in weight gain, hair loss, severe depression and memory loss. The product technical complaint investigation results which ptc number is (B)(4) was received on 17-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted 4 years previous to this report and spent these years in excruciating pain. Then, she had a hysterectomy at the age of (B)(6). This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the suggestive temporal relationship, causality with suspect insert cannot be excluded. Since intervention were required (hysterectomy) this case is regarded as incident. Other non-serious events were informed. Based on available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.